Event description:
This is filed to report a clip that damaged another clip. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). During a mitraclip procedure, the first clip was an ntw and implanted successfully on the central-medial position. There was a small residual jet lateral to the ntw. A second clip, an nt, was selected to further reduce the mr. During positioning of the second clip, there was an interaction with the first clip causing slda of the ntw. The ntw clip was released from the posterior leaflet and the mr returned. The nt was removed, and an xtw was selected to stabilize the slda and further reduce the mr to grade 1-2. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported device damaged by another device (caused damage) was due to procedural circumstances during positioning of the second clip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.